Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the reported heart transplant could not be conclusively determined through this investigation. It was indicated that the device is unavailable for evaluation as it was retained by the hospital. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15mar2021. No further information was provided. The manufacturer is closing the file on this event.